Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2004 the patient underwent l3-4 epidural steroid injection, left side. Preoperative diagnosis: lumbar radiculitis, l3-4. On (B)(6) 2004 the patient underwent lumbar epidural steroid injection, l4. Preoperative diagnosis: lumbar radiculitis, l4 pattern left side greater than right. On (B)(6) 2004 the patient was admitted to the hospital. Preoperative diagnosis: central herniated nuclear pulposus l3-4 and l4-5 with central and lateral recess stenosis. The patient underwent: spinal canal decompression l3 through l5 centrally and laterally. Instrumented interbody and posterior lateral fusion l3 through l5 using spinal instrumentation. Application of pedicle screw fixation l3 through l5 for spinal stabilization. Posterior lateral fusion l3 through l5 using local bone, rhbmp-2 bone morphogenic protein and bone graft. Preoperative diagnosis: central herniated nuclear pulposus at l3-4 and l4-5 with severe degenerative disc disease. Pre-op notes: ¿excellent interbody stabilization was obtained. The anterior aspect of each prepared disc space was packed with rhbmp-2 bone morphogenic protein, the cage itself was packed with local milled bone. After assuring the placement under fluoroscopy, pedicle screw fixation was applied.¿ postoperatively the patient reported pain and underwent revision surgery.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent a posterolateral lumbar spinal fusion procedure at l3-4, l4-5 with a zimmer bak cage and rhbmp-2/acs at multiple vertebrae levels. On (B)(6) 2005, the patient underwent a posterolateral lumbar spinal fusion procedure at l4-5 with a zimmer bak vista cage and rhbmp-2/acs. Post operatively, patient developed significant pain in the area of the fusion surgeries and extremities. As a result of the fusion surgery with rhbmp-2/acs, patient received significant medical treatment to care for related injuries. The patient has never recovered from surgery, and continues to have daily, disabling pain that prevents him from performing many basic activities of daily living.